Event description:
Received notice that the device was removed from the pt.'s vagina approximately four days post-op for a laparoscopic tubal cauterization. It was determined through investigation that the device, a cervical cone which is attached to an intrauterine cannula, separated from the cannula during the procedure.